Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead 2009-(B)(6); 5076 implantable pacing lead 2009-(B)(6), (B)(4).

Event description:
It was reported that by the patient of experiencing jumping chest, follow up indicated that the patient experienced muscle stimulation of the the left ventricular (lv) lead. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.